Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose was in the mid 300 mg/dl with ketones. The customer went to the emergency room and was admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released on (B)(6) 2026. Reportedly, the customer continued to use the pump for insulin therapy.